Event description:
It was reported the patient had received shock therapy (60 inappropriate shocks) and she was holding her son. The patient reported "he's been having problems ever since I was shocked." Additional information has been requested and not received. It was also reported that the fidelis lead had high impedence and was oversensing and was explanted and replaced. Further reported that as a result of the inappropriate therapy, the battery was drained, and the device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
Previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.